Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse reviewed the system log file and found the errors of 10ll and 10sc, roco malfunction was confirmed. The philips engineer replaced roco velara to solve the issue. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura would not expose during an emergency dsa procedure. No harm was reported to philips. Philips has started an investigation of this complaint.